Event description:
This ra lead was implanted on (B)(6) 2001. A call to technical services on 6/18/12 states that the lead is being replaced. Lead dislodged during a maze procedure. They will cap the lead and put in a new lead. No adverse patient effects. Loss of capture from being dislodged. Dr. (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).